Event description:
A cartridge alarm occurred, but there was no adverse impact reported on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer, with help from technical support, successfully loaded a new cartridge following the proper technique and was able to resume insulin therapy, resolving the issue.